Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Reportedly, a cartridge change was performed to resolve the issue. Additionally, it was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Customer's blood glucose (bg) level was 79 mg/dl.